Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: critically ill patient with systolic blood pressure in the 50s. Patient to be given fluid bolus and start phenylephrine drip. Under the critical care mode, when the basic infusion is chosen, the pump states that there are no alarm limits and asks if the nurse wants to continue running the fluids without limits. The nurse selected "yes''. The nurse programmed the pump to run the fluids at 1000 ml/hr. The pump stated the rate was above the limits and asked if the nurse wanted to proceed resulting in unnecessary delay of infusion. A second nurse attempted to initiate the phenylephrine drip. The nurse used the pump to prime the line with 23 ml of the medication. When the nurse started the infusion, the pump had an alarm "accumulated air limit". The infusion had to be stopped, and the line re-primed despite this being a new bag of medication with no visible air noted. This caused further delays in critical therapy.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore, bbmi will report this event as a product problem for this instance only. A follow up will be submitted when the investigation results become available.